Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose level, compromised force sensor system alarm and the drive support cap was sticking out. Customer's blood glucose value was 533mg/dl. Customer was advised to revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Unit alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. Unit had minor scratched lcd window, scratched case, cracked battery tube threads, broken reservoir tube lip, missing address/serial number label, missing end cap sticker, dog chew mark around insulin pump and scratched keypad overlay.